Event description:
This will be filed to report a clip that was entangled in chordae, chordae damage, and additional clip intervention. It was reported that a patient presented with grade 3 mixed mitral regurgitation (mr), pseudo prolapse, and thin leaflets. During a mitraclip procedure, during the third grasp with the first clip in the centro-medial position, the clip became entangled in the chordae. The clip was able to be freed, and moved back into the left atrium. While in the left atrium, it was noted that ruptured chordae were visible. The damage was repaired and the mr was reduced with a second clip, implanted medial to the first. The mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with difficulty removing the clip from anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.